Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received with a non-bsc catheter. Magnified inspection of the distal end of the guide wire revealed no twisting. An inspection of the remainder of the device revealed no damage or anomalies. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection and subsequent patient complications occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). This 185cm kinetix guide wire was advanced and during positioning of the wire, the tip looped on itself causing a 5mm long dissection going from the right posterolateral to the ostium of the rca. The patient experienced bradycardia as well as "a lot of pain". Another manufacturers' 3.0x16mm bare metal stent was placed for treatment; however, the dissection "moved forward" during placement of this stent. A second non-bsc bare metal stent was placed for treatment. The procedure was considered completed at this point. No further patient complications were reported. The patient is stable and has since been released.

Event description:
Based on review of angiographic images of this event, it was determined that the kinetix guide wire did not cause or contribute to the vessel dissection. The dissection originated with the deployment of a promus element stent. There was no evidence of dissection when the wire was initially placed and the pda it wired remained patent throughout the entire procedure. Moreover, the wire offered support for the entire duration of the case.